Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The event was not confirmed. Visual inspection: the devices showed signs of normal wear/use. Dimensional inspection: not performed as the device was returned in a worn/used, explanted condition and therefore will not meet dimensional specifications. Functional inspection: not performed because the event occurred in vivo and therefore functionality could not be duplicated. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Revision of tritanium primary cup that was loose.

Event description:
Revision of tritanium primary cup that was loose.